Event description:
In 2008, the pt was seen in the clinic. In recent months she had been getting shocking and burning over the impulse generator. There was no known incident or accident related to the complaint. The pt experienced intermittent shocking whether the device was on or off. The pocket site was tender. The pain was located the abdominal area, had a sharp, burning quality, made worse with standing, walking, or bending. The pain was made better by sitting with her legs up and with the use of pain medications. With medication, her pain level was a 4. The pt continued to have low back pain and neuropathic pain. It was reported that the spinal cord stimulation system had helped her attain better quality of life and more function. The pt was able to go out without assistance and was active in her home and church. The hcp planned to have the company field representative reprogram the device for better pain coverage. The implantable neurostimulator battery was okay. On the following month, the pt returned to clinic. She continued to have burning and shocking at the site of the neurostimulator, whether it was used or not. She got excellent relief from her low back and leg pain with use of the device. The pt did not use the device constantly. The field representative attempted reprogramming which gave her coverage of her area of pain. Impedances were normal. Her pain was over the impulse generator in her right flank. It had a sharp, burning quality, made worse with standing, walking, and bending and made better with sitting with legs up and with the use of pain medications. The pt had anxiety and had lost her sleep cycle. She had abdominal pain. Her implantable pulse generator battery was on the verge of end of service. The hcp diagnosed the shocking and burning as symptoms of current leakage at the impulse generator site. Device registration system indicates that the leads and generator were replaced.